Event description:
It was reported to boston scientific corporation that a jagwire was used in the common bile duct during an ercp (endoscopic retrograde cholangio pancreatography) procedure on (B)(6) 2021. During preparation, the nurse noticed that the guidewire tip was peeled. The procedure was completed with a new jagwire guidewire. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: corewire was broken.

Manufacturer narrative:
(Physician's phone number): the physician second phone number is: (B)(6). Problem code: (B)(4). A jagwire guidewire was returned. The device returned fractured in two pieces, the distal tip of the device was inspected under magnification and did not showed any failure on its surface. The reported event of guidewire tip peeled was not confirmed. During the product analysis, it was found that the guidewire corewire was detached or fractured on the mid section. Based on the condition of the returned device, engineers determined that the problem observed was caused when the device surface had interaction with other medical devices that may have caused this damage during the procedure or the physician cut the guidewire in order to discard it. The evidence is the signature of the cut surface that has all the characteristics and similar shape related to a mechanical cut. This problem will be classified as cause not established since the investigation findings do not lead to a clear conclusion about the cause of the analyzed adverse condition. The customer confirmed that the correct device was returned. According to the physician, the guidewire was not mechanically cut by another device. The team noticed that something is wrong, they put it aside and took different jagwire. Boston scientific has determined the most probable cause of this complaint is no problem detected since the investigation clearly shows there is no damage or malfunction related to the reported allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.